Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1nxs1, implanted: (B)(6) 2018, product type: lead. Product ID: neu_stimloc_acc, lot# unknown, implanted: (B)(6) 2018, product type: accessory. Information references the main component of the system. Other relevant device(s) are: product ID: neu_stimloc_acc, serial/lot #: unknown, ubd: (B)(6) 2020, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the burr hole cover was unable to guarantee the leads would remain at correct depth, so the hcp used dog bone plates bilaterally secured with two screws. The lead was cushioned by a part of silicone cut off the lead end cap boot. No medical symptoms were reported, and no further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a rep indicated the problem was the design of the stimloc. They believe stimlocs never effectively secured dbs leads in place.